Event description:
Caller reported that the insulin gauge displayed an amount different than expected, with a discrepancy of more than 30 units between the current fill estimate and the anticipated amount. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in reloading the cartridge and instructed them to disconnect from the site to deliver a bolus for recalibration. The issue with the insulin gauge was resolved after reloading the cartridge.